Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic uterine myomectomy, the doctor used the reported device to suture the peeling surface continuously, and the suture thread broke. Another device was used to complete the case. Surgical time was extended as a result of the event. There was no patient injury.